Manufacturer narrative:
H.6. Investigation: no photos or samples were received for evaluation. The defect was confirmed based on the verbatim and the quality notification from the DHR issued for the reported defect. Potential root cause for the cracked thumb grip defect is associated with the assembly process. The machine was operating outside of the validated parameter. The cracked thumb grip was found during the manufacture of this batch. A quality notification was issued, and the batch was requalified. It is possible a few syringes were able to escape detection. No corrective actions are necessary based on the defective rate identified. Batch 9207706 is considered in compliance with our product specification requirements.

Event description:
It was reported that plunger rod is broken with a bd syringe control 10ml ll. The following information was provided by the initial reporter: it was reported that the nurses have noticed that the plunger on the control syringe is breaking off.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plunger rod is broken with a bd syringe control 10ml ll. The following information was provided by the initial reporter: it was reported that the nurses have noticed that the plunger on the control syringe is breaking off.